Event description:
Repair request initiated for device with a report of a bent foot. No patient impact was reported. Report escalated to complaint on evaluation, due to damage by tool contact. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Findings: report confirmed. Evaluation of the device noted that the footed portion was damaged by tool contact. On follow-up it was confirmed that there was no patient impact. This attachment had been in the field for approximately 58 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used, if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."